Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the top of the battery cap was worn, and the u-groove in the pump casing was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: during a visual inspection of the pump, no damage was found to the u-groove or the rest of the pump casing; however, the battery cap was worn on the top and did not secure properly to the pump. Additionally, the battery cap contact height did not measure within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.